Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a post-procedure follow-up a right ventricular lead was found to have perforated the patient's heart. An x-ray confirmed the perforation. Physician attempted to reposition lead on (B)(6) 2020, but it failed to sense in multiple locations. Physician suspected lead had been damaged. Lead was explanted and replaced instead. Further inspection revealed lead damage at the pin end. Patient was stable after the procedure.